Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the casters would swivel in brake and steer mode. The casters were not locking.